Manufacturer narrative:
In previous report manufacturer reported an issue related to humid device. The patient's attorney reporting allegations of asthma. No other clinical information or medical interventions were reported. In previous report manufacturer incorrectly mark 'product problem' in b1 (adverse event/product problem) section. In this report b1 (adverse event/product problem) section corrected/updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information nose irritation; dizziness and/or headache; asthma (new or). There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Due to a discrepancy with the customer reported serial number of the humidifier compared to the base device units registered to the customer, the model and serial number of the base device is unknown. Additional information is not available at this time. H3 other text : device not returned to manufacturer.